Manufacturer narrative:
This follow up is to retract MDR 2017865-2014-10049 submitted (B)(4) 2014. The complaint was not related to this device and was related to the device referenced in section d in the associated devices section.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead exhibited oversensing. The sensing parameters were changed and the lead remained implanted.